Event description:
Healthcare professional (hcp) reported pt (pt) rec'd hemodialysis therapy on 1550 device. Pt required normal saline at the end of treatment. It has been determined that pt did not weigh in properly. Health care professional is not relating event directly to this device.